Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "in a patient with nrg knee replacement, the x3 insert was broken, the patient required a second operation."

Event description:
It has been reported "in a patient with nrg knee replacement, the x3 insert was broken, the patient required a second operation."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed via evaluation of provided photographs of the event. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicate that the post of the insert has fractured off. Blood is also visible on the device. Additional damage consistent with explantation is present. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the x-rays show a tka with an asymmetric joint space consistent with advanced wear or breakage of the tibial insert. Wear or breakage of a tibial insert necessitating revision surgery is confirmed. The root cause of this mechanical failure cannot be determined from this limited documentation." Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the scorpio insert. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicate that the post of the insert has fractured off. Blood is also visible on the device. Additional damage consistent with explantation is present. A review of the provided medical information by a clinical consultant indicated: "the x-rays show a tka with an asymmetric joint space consistent with advanced wear or breakage of the tibial insert. Wear or breakage of a tibial insert necessitating revision surgery is confirmed. The root cause of this mechanical failure cannot be determined from this limited documentation." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.